Event description:
User facility reported the tip came off the fixed tip electrode when the device was wiped after removal from pt. No pt injury reported. Event is being reported because if the tip had come off while in the pt, the procedure may have been prolonged to retrieve the tip.